Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 row b was not responded to commands. The field service engineer (fse) determined that the position center was defective. The position sensor was replaced, but it still did not read correctly, indicating a damaged magnet. The door and drawer module were identified as needing replacement. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to stay closed and would not open to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.